Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.